Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was informed by urologist that they needed new stimulation settings as the program they had was not enough. Patient managed to get an appointment on friday in (B)(6) hospital. While attempting to communicate with implant, they received the screen with the '?' Between the ins and patient programmer, indicating that it cannot establish a connection with the implant. Troubleshooting done together during call, but screen persisted, and patient could not feel any stimulation. Device will need to be checked at appointment on friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.